Manufacturer narrative:
The subject device was returned for evaluation and visually evaluated. The barrel insert at the distal end of the device was found to have detached from the cannula assembly. The entire barrel insert was returned. The guide wire and back up tabs on the device were found to be bent, which is consistent with applied force. It appears that the damaged/bent components led to a combination of factors that contributed to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A definitive conclusion cannot be made at this time as to the cause of the component bending/damage. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: it was reported that during a lap inguinal hernia repair with a 3d max light mesh, the optifix fixation device fired 2 fasteners and stopped working. The distal tip of the optifix (barrel insert) broke off. It is unknown if there was any anatomic difficulty or extreme angles during the procedure. Another device was used to complete the case. The pieces were retrieved and no patient injury was reported.